Event description:
Customer called on behalf of her daughter, who uses the system. She said she had a pod which did not insert the cannula. She said, they had not heard the usual "click" after pressing the start button. Her daughter said she thought she felt it insert. Later that morning, her bg was "high" at lunch, but she had no ketones. She said she was "not as high" in the afternoon, but by dinner her bg was "about 400" with trace ketones. They gave her a manual injection and removed the pod. At this point, they found the cannula had not inserted. They said they activated a new pod successfully and her bg came down eventually. The device is being returned to the manufacturer for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problem. It was confirmed that the needle mechanism did not deploy and fully extend the cannula into the subcutaneous tissue. This was due to a manufacturing defect. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.